Manufacturer narrative:
The service engineer checked the washing and pipetting unit, and adjusted the probe alignment. The liquid level detection was also checked. No abnormal functions were found. Calibration and qc data were requested, but not provided for the investigation. From the data provided, a general reagent issue was excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys ft4 ii assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a ft4 value of 0.053 ng/dl and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of 1.07 ng/dl. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number was 33670100, with an expiration date of 31-jul-2019.